Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. During deployment the collagen became stuck in the sheath and the deployment was aborted. Manual compression was held. The patient was discharged as usual. The patient presented at their physician's office two weeks later complaining of pain in the puncture site area. The patient felt like there was a wire under the skin. The physician opened the skin to explore and found a wire that he removed with hemostats. No further complications were reported.